Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device had failed during a flight resulting in the patient requiring bagging. No patient consequences.

Event description:
Please see initial report.

Manufacturer narrative:
For the investigation the provided logbook was analyzed. The logged entries indicate that on the reported date of event a failure message regarding pressure sensor s6 was logged two times within 10 minutes at 19:41 and 19:51. Sensor s6 is the differential sensor used for measuring the expiratory flow. If the sensor value is implausible the device generates an optical and acoustical alarm and ventilation is not continued. Based on the provided information the root cause for this failure was determined to be either the sensor s6 itself or a failure in the autozero valves which regularly vent the sensor pressure inputs to zero the sensor value. In case of such a deviation, an alternative independent ventilation device has to be used instantly, as described in the IFU. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.